Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was not yet at elective replacement indicator (eri) from last follow up two months ago. However, at the hospital, the device was interrogated and displayed an error code. The device had reached end of life (eol) and the voltage measurement was at 2.36 volts. The device was successfully replaced. No additional adverse patient effects were reported. The device was out of service wand was returned.